Event description:
Customer reported device =>300 mg/dl since yesterday. In the morning device =300 mg/dl. Customer went to the e.r. (ER). Customer's device =312 mg/dl and ER =92 mg/dl. No treatment was given. No controls were used. A request was made for return product and replacement product was sent.